Event description:
This was a spontaneous report from the literature article entitled, safety and efficacy of topical azithromycin opthalmic solution 1.0% in the treatment of contact lens - related dry eye. Nichols jj, bickle km, zink rc, schiewe md, haque rm, nichols kk. Eye and contact lens: science and clinical practice mar-2012;38 (2): 73-79. And concerned 17 patients from the united states. The article discussed a pilot study that evaluated the safety and efficacy of azithromycin ophthalmic solution 1% in subjects with contact lens-related dry eye (cdle). Fifty subjects were enrolled in the study and randomized into either an azithromycin ophthalmic solution group or visine for contacts group. Each subject was at least 18 years of age, provided written informed consent, and had a positive diagnosis of clde based on the response of a contact lens dry eye questionnaire (cldeq) with a score of greater than or equal to two (0-4 scale of severity where 0 equaled no ocular dryness and 4 equaled very severe ocular dryness). All subjects used soft contact lens for at least eight hours per day. At visit 1 (day 1), each subject had their high contrast visual acuity (hcva) and low contrast visual acuity (lcva) obtained. Also, each subject was instructed to remove their contact lenses, and a slitlamp biomicroscopy, an external eye examination, and fluorescein corneal staining on each eye were performed. The 25 subjects that were randomized to the visine for contacts group were instructed to administer one to two drops qid throughout the 29-day treatment period, spaced by approximately 4 hours on each dosing. Each subject was instructed to complete diary cards. On visit 2, approximately two weeks later, and on visit 3, again approximately two weeks later, an adverse event query was performed. The subject's hcva and lcva were assessed as well as the slitlamp biomicroscopy, an external eye examination, and fluorescein corneal staining performed. Of the 25 subjects in the visine for contacts group, five patients discontinued the study prematurely due to adverse events. After the study was completed, twelve subjects reported 17 adverse events with 14 of them as ocular which were mild in severity. The author noted that there were no deaths or serious adverse events throughout the study. The 17 adverse events included seven subjects (28%) with eye disorders, four subjects with conjunctival hyperemia (16%), two subjects with conjunctival edema (8%), one subject with meibomian gland dysfunction (4%), six subjects with immune system disorders (24%), six subjects with hypersensitivity (24%), one subject with respiratory, thoracic, and mediastinal disorders (4%), one subject with rhinorrhea (4%), one subject with infections and infestations (4%), one subject with nasopharyngitis (4%), one subject with musculoskeletal and connective tissue disorders (4%), and one subject with arthritis (4%). At the end of the study, any unused study medication and diary cards were collected. The patient outcome for the events was unspecified. This report is serious (medically significant) and reportable (serious injury). This case is linked to drug/device case (B)(4). This case version (1) was created to update event level seriousness of conjunctival hyperemia, meibomian gland dysfunction, immune system disorders, hypersensitivity, respiratory disorders, rhinorrhea, infections, nasopharyngitis, musculoskeletal disorders, and eye disorder to nonserious.